Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the green oxygen tubing was connected to hls set from the oxygen source upon initiation of therapy, blood was flowing out of exhaust ports on the bottom of the hls. The estimated blood loss was 3ml, which did not cause any harm to the patient. The hls set was exchanged during treatment, which did not cause a delay in treatment. The failure occurred during treatment. No harm to any person has been reported. The hls set was exchanged during treatment. Therefore, a report is needed. Complaint ot# (B)(4).

Manufacturer narrative:
It was reported that the green oxygen tubing was connected to hls set from the oxygen source upon initiation of therapy, blood was flowing out of exhaust ports on the bottom of the hls. The failure occurred during treatment. No harm to any person has been reported. As there was a leakage during treatment, a report is required. The affected product was investigated in the getinge laboratory on 2024-10-28 with following conclusion: the failure "leakage gas outlet" could be confirmed. The exact root cause remains unknown. Further investigation on 2024-12-16 revealed that the root cause is a fiber detachment/delamination in the pur potting. As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ the review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results the reported failure "leakage gas outlet" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. According to the risk review the risk rate for the reported failure with ptotal equal 2 which corresponds to n smaller or equal (B)(4), is below the acceptance threshold according to the risk management plan of the hls set. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The affected product was investigated in the getinge laboratory on 2024-10-28 with following conclusion: the failure "leakage gas outlet" could be confirmed. The exact root cause is currently unknown; therefore, the product will be further investigated. A follow-up medwatch will be submitted when additional information becomes available.